Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, undefined impedance, noise, and short v-v intervals. The lead was reprogrammed, currently remains in use, and a revision will be scheduled. No patient complications have been reported as a result of this event.